Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify the statement: "had the lead moved to the other side", the hcp reported a lack of efficacy; the lead was removed and a new lead was placed on the left s3. The hcp stated the cause of the "device not found" message was not known. The hcp reported the most likely cause was that the patient was not able to understand the controller. The hcp stated the patient met with their office staff and the patient's device was on and it worked just fine. The issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tw4w); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the lead moved to the side because the device was not helping the patient. The patient was still getting up 6-7 times at night. Caller said the device worked for a month or 2. Caller said the hcp moved the lead to the other side. Caller said they forgot to bring the communicator and handset to the appointment so the device was programmed with the healthcare provider (hcp) device. Patient said they tried to use their external devices and they aren't working. Caller will charge handset then call back to troubleshoot. Patient representative called back for assistance in trying to connect to implant as said has charged the external components. Reviewed instructions and caller attempted several times to connect to implant however kept on receiving the message device not found. Reviewed repositioning as not sure if communicator was being placed over the ins. Caller said that patient has an appointment next tuesday at 10:45 am and would like the manufacturer representative to come to reprogram the implant.